Event description:
It was reported that the pump exhibited constant beeping. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown; no additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 29-jul-2022 via email and attached to complaint object: no patient injury or contact. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log). The customer stated problem was duplicated. Replaced defective downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: h4: correction: device manufacturing date: 03-jul-2019